Event description:
Report received from the USA stating that the device was overheating. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported complaint of "overheating" was confirmed. No additional information is available. If additional information is received, a supplemental MDR will be sent. (B)(4).